Manufacturer narrative:
Age at time of event: 18 years or older.  (B)(4).   Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. After a non-bsc guide wire crossed the lesion towards anterior tibial artery, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the third inflation at 10 atmospheres for 10 seconds,the balloon ruptured. The device was simply pulled out and was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.